Manufacturer narrative:
(B)(4). As reported by the (B)(6) study approximately four years post stent implantation, a restenosis was confirmed by doppler ultrasound (dus) during a follow-up. No treatment was applied. The patient gets follow up examination. The original target lesion, patient¿s vessel level of tortuosity, calcification and the rate of stenosis was unknown. Additional procedural details were requested but are unknown. (B)(4) a review of the manufacturing documentation associated with this lot 15728663 presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4) a review of the manufacturing documentation associated with this lot 15646846 presented no issues during the manufacturing process that can be related to the reported complaint. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intra-stent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported by the (B)(6) study approximately four years post stent implantation, a restenosis was confirmed by doppler ultrasound (dus) during a follow-up. No treatment was applied. The patient gets follow up examination. The original target lesion, patient¿s vessel level of tortuosity, calcification and the rate of stenosis was unknown. Additional procedural details were requested but are unknown.